Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported on 16 june 2026 that the patient presented with grade 3 mixed tricuspid regurgitation (tr) and prolapsed septal leaflet for a triclip procedure. Imaging was sub-optimal due to previous cardiac surgery. During the procedure, the clip got entangled with dense chordae. Troubleshooting attempts to disengage the clip from the leaflet were unsuccessful. As a result, the clip was deployed on the leaflets and chordae. The clip remained in a stable position. The tr was reduced to grade 1 post procedure. There was no clinically significant delay reported.